Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5147218serial number, model number, manufacturing date, expiration date, UDI, physical manufacturing site, implant date, patient information and customer information are unknown since the serial number was unknown.

Event description:
It was reported that the patient presented for a device check. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited a sensing issue. A flat signal was seen on the rv lead. A threshold test was performed and a larger signal was seen. The patient experienced extra-cardiac stimulation. The stimulation ended after the test ended. No intervention was reported. No patient consequences were reported.